Event description:
During procedure to remove hardware from left knee, a 6.5 trephine was used by the surgeon for screw removal. While using the trephine, it shattered at the tip. Pieces were removed, but metal shards were retained in left knee that could not be removed.